Manufacturer narrative:
The event occurred outside of the united states. . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the performa system gave an errounously high test result, which resulted in a hypoglycemic event. On (B)(6) 2021 at 11:30 am the customer received a blood glucose result of 500 mg/dl. Based on this high result the father administered 20 units of unknown insulin. After two hours the customer went into a coma. The father did not treat the customer, as they were unsure if blood glucose levels or high or low, and attempted to take the customer directly to the hospital. The father drove the customer to 3 or 4 different hospitlal's and there were no empty beds, so the customer could not be admitted. The father had to travel to a different town, to find an available hospital. On (B)(6) 2021 at 3:30 pm the customer was admitted into a private hospital with a blood glucose of 40 mg/dl. The hospital treated the patient for hypoglycemia, but the type of treatment given was unknown. The hospital also administered insulin through a cannula during the stay. The customer was hospitalized for 7 days in the intensive care unit.